Event description:
The device was removed as it was "infected with pus". The pump and assembly kit component(s) only were removed. Additionally, "tried treatment with antibiotics and drainage, but failed". On 8/26/96, co office received the remaining component(s) of this device; cylinder(s) and reservoir". It was reported at the time, that the remainder of the device was removed on 7/25/96 due to "infection".